Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, radiation tx-head / neck area, chemotherapy around time of implant placement, compromised immune resistance, periodontal disease, immediate implantation, pain ((B)(6) are same patient).